Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow-up report will be sent upon completion of the device evaluation. Reference report 3004788213-2020-00137.

Event description:
It was reported that a patient under went a revision surgery after it was found that two mobi-c devices migrated post-operatively. Two implants were removed and alternative hardware were implanted to achieve fusion. There were no additional patient impact reported. This is report 2 of 2 for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned and was confirmed to match the part and lot number reported. The complaint is confirmed for two (2) of two (2) returned mobi-c implant 13x15 h5 us for the failure of migration. Per DHR review, there were no nonconformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that a patient under went a revision surgery after it was found that two mobi-c devices migrated post-operatively. Two implants were removed and alternative hardware were implanted to achieve fusion. The complaint was confirmed. A definitieve root cause could not be determined based on the information provided. If further information is made available to the manufacturer, a supplemental report will be submitted.

Event description:
It was reported that a patient under went a revision surgery after it was found that two mobi-c devices migrated post-operatively. Two implants were removed and alternative hardware were implanted to achieve fusion. There were no additional patient impact reported. This is report 2 of 2 for this event.